Event description:
On (B)(4) 2013, kci regulatory received article, "comparison of negative pressure wound therapy using vacuum-assisted closure with advanced moist wound therapy in the treatment of diabetic foot ulcers," which reported two occurrences of amputations while suing v.a.c. Therapy. Dates not provided. Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. There have been several attempts made to gather additional information, but there has been no response. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged amputations are related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.